Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 25-26 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later on (B)(6) 2021 with no permanent damage. Reportedly, the pump basal rate needed to be adjusted. The customer reported losing a significant amount of weight and not adjusting the pump basal rate to account for the weight loss. Tandem technical support performed a pump system check and verified the pump functioned as intended.